Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient ((B)(6)) underwent cardiac ablation procedure for paroxysmal atrial fibrillation with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring anticoagulation reversal. The physician believes he may have perforated the left atrium with the ablation catheter. Physician noted a high force reading at the time. The patient's blood pressure dropped. A pericardial effusion was noted on intracardiac echocardiography (ice) imaging. The case was aborted at this time. The effusion was noted to be growing in size, and then stabilized (after protamine administration). No pericardiocentesis performed. The patient was in stable condition. Max wattage used: 45 w, flow settings: per instructions for use (IFU). There was no evidence of a steam pop noted. Visitag module was used. Visitag stability parameters used: range of 2.5mm, time 3 secs, force over time (fot) 25% at tag size is 3g. Tags colored via tag index. Force visualization: dashboard, vector, graph, indicate force above 40 g, respiration gated. The event occurred during use of biosense webster products.the physician¿s opinion is that the cause of the event was procedure/patient condition. Patient was thin, rigid left atrium and cardiomyopathy, procedure cause due to trying to achieve transseptal access (unknown device). No medical or surgical intervention (other than protamine) was required. Patient¿s condition stabilized and procedure was aborted. Patient has recovered in time since case (1 week). It is unknown whether the patient required extended hospitalization. No errors observed on biosense webster equipment during the procedure. Since blood pressure drop was observed the event is coded as cardiac tamponade. Since ablation was performed the event is conservatively reported under the ablation catheter. The customer¿s reported high force issue is not considered MDR reprotable since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. This event is MDR reportable for the patient adverse event.